Manufacturer narrative:
Investigation results: the complaint of a damaged vent plug was confirmed from the four photographs and thirteen 22ga nexiva units from lot #3180979 that were provided for investigation. One nexiva unit was received without the vent plug. The physical samples and photos showed what appeared to be a burr, flash, or deformation at the tip of the vent plug. During manufacturing, damage to the tip of the vent plug may occur due to incorrect processing parameters and misalignment between the vent plug and luer adapter. The manufacturing personnel were notified of this complaint. The vent plug insertion speed was reset to the correct parameter and locked to prevent future changes to the speed. Customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information

Event description:
It was reported that bd nexiva single port foreign matter on plug- plastic. The following information was provided by the initial reporter: when I opened the package, I found that there were burrs on the end of the cap, the surface of the end cap was uneven, and the gel was stuck to the end of the cap. I need to claim compensation, a complaint reply letter, and a complaint receipt letter.

Manufacturer narrative:
E. Address character limit is exceeded: (B)(6). E. Facility name character limit is exceeded: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.